Event description:
It was reported by service report that the nurse call was not functioning. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged pins on communication cord.